Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd safetyglide¿ needles were clogged during the injection. The following information was provided by the initial reporter: "customer reported they have the following product on hand, and it is having a high failure rate. According to the end user there is ¿ significant number of these needles are defective. Unable to... Inject with them. The needle bore seems to be clogged or not functioning. At least 2 out of 12 not working out of 1 box, and several out of another box."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 6 bd safetyglide¿ needles were clogged during the injection. The following information was provided by the initial reporter: "customer reported they have the following product on hand, and it is having a high failure rate. According to the end user there is ¿ significant number of these needles are defective. Unable to... Inject with them. The needle bore seems to be clogged or not functioning. At least 2 out of 12 not working out of 1 box, and several out of another box."